Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a healthcare professional (hcp) commented this pacemaker system, with this right atrial (ra) lead, appeared to be undersensing an atrial flutter episode. Ts reviewed the episode and indicated that the findings were suggestive of either retrograde conduction associated with ventricular pacing, based on the timing and pacemaker mediated tachycardia (pmt) events, or functional loss of atrial capture, with the sensed atrial activity representing the patient underlying p wave. Ts suggested performing retrograde testing in office and provided programming recommendations. No adverse patient effects were reported. This ra lead remains in service.